Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had sensor glucose was approaching low with two arrows down but she did not receive an alert on low alarm on her insulin pump. Checked smart guard settings alert on low was set to 70 mg/dl and alert before low and alert on low was on. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.